Event description:
The customer reported via phone call that she was in the hospital for 2 weeks and she was without the insulin pump. Customer stated that she tried 3 different batteries and none of them work. Customer's blood glucose was 157 mg/dl at the time of the incident. Troubleshooting as performed and the customer stated that the display did not return after testing with a new battery. Customer stated that she was not in the hospital for anything diabetes related. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.